Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had a losing time issue. In one example, the reporter claimed that the patient woke up at 9:00 am but the pump was set to 8:00 am. During the review of the pump, the reporter claimed that the pump was behind by approximately 20 minutes but the date was correct. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a losing time issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data outside normal patient use observed in the black box history. A review of the pump history revealed that the dates for the total daily dose history were inconsistent. A timekeeping accuracy test was performed. The pump was opened and the internal battery was found to be leaking. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump electrical current draws were tested and found to be within specification. Unrelated to the complaint, the keypad was found to torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up and down arrow keypad buttons were found not to respond to button presses. All of the other keypad buttons responded to presses as expected. A leak test was performed and the keypad was found to be leaking. The keypad was removed and contamination was found under the up and down arrow key contacts.